Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01747. It was reported that patient experienced ineffective stim from the left lead. X -rays confirmed the lead has migrated. As a result, surgical intervention was undertaken where in the lead was explanted and replaced. It is unknown which lead is liable so both leads are reported.